Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pretest, the unit was missing right segment of the pulse rate. It was indicated that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.